Manufacturer narrative:
The customer reported that all of the alarms on their central nurse's station (cns) are no longer sounding/working. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that all of the alarms on their central nurse's station (cns) are no longer sounding/working.

Event description:
The customer reported that all of the alarms on their central nurse's station (cns) are no longer sounding/working.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with mu-971ra (main unit for cns-9701a); sn-(B)(6), from patient monitoring: all of the alarms on their cns are no longer working. Investigation summary: the root cause of the issue was undetermined given that the customer has not been responsive to follow up enquiries. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process considering this is a legacy product.